Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had sciatic pain and cannot touch the area where the implantable neurostimulator (ins) was located. The sciatic pain started from the ins area down to the right leg. As a result, the patient could ¿barely¿ walk or get out of bed. The patient had sciatic pain for years prior to implant. The device had helped the patient with bowel symptoms, but not her incontinence. Additional information received reported that the event was not device related, as sciatic pain had been on and off for years. The patient had 50% improvement with device, but felt she should have 100%. Additional information was later received and it was reported that patient experienced bedsore on the implant site and got their system removed. No further complications were reported.

Manufacturer narrative:
(B)(4) was added to reflect chronic non-healing wound. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp). The hcp reported that the cause of the bedsores was chronic non healing wound at the insertion site of the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp). The hcp reported that the cause of the bedsores was chronic non healing wound at the insertion site of the implant. The hcp also reported that the patient's weight was (B)(6) at the time of the event.